Manufacturer narrative:
The device was returned to zoll chelmsford for evaluation. During the investigation it was noted that the pacer fault 115 was verified during evaluation. Pd engine was replaced to remedy the issue. Evaluation of the pd engine confirms the reported complaint. The component ry102 (relay) was replaced. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.